Manufacturer narrative:
(B)(4).

Event description:
It was reported that difficulties were encountered in retracting a zinger wire from a patient post an attain lead placement. The zinger wire was inspected prior to use with no issues noted. Before physician started handling the wire into the lead, the tip of the wire was bent for a better and easier achievement of the target vessel. The attain lead was implanted at the target location and attempts were then made to remove the inserted zinger guide wire however it was not possible to withdraw the wire out of the implanted lead. So the physician tried to push the wire again further into the lead, but this was also not successful. During the procedure physician noted that it was hard to handle the wire. A torque handle was used for better advancement and easier handling of the lead. The lead with the inserted wire was withdrawn and replaced by a new one. No patient symptoms or complications are associated with this event.

Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. The distal tip of the wire is stuck inside the lead. The wire could not be removed from the lead without further damaging the wire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.